Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.